Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflator air flow differs between the set value and the measured value. The issue was found during inspection of a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer added that the associated procedure was a cholecystectomy, and it was completed with no delay.